Event description:
The rotator broke at approximately 400 psi during an abdominal angiography procedure. No harm or injury was reported. The customer reported five (5) defective devices but has not provided any additional info or clinical details for the additional events. The customer is to return five devices.

Manufacturer narrative:
Device eval: the suspect devices have not been returned for eval/investigation. A review of the device history record did not reveal any exception documents. The complaint data base was reviewed and found one similar complaint for this lot number. A follow-up report will be submitted when the eval is completed. Eval, method: the device history record was reviewed, complaint data base was reviewed. Conclusions: a follow-up report will be submitted when the device eval has been completed.